Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to the event, the adhesive on the bending section cover has a chip, a crack and a white-clouded area and the connecting tube has a cut. Due to clogging of the nozzle, water removal ability does not meet the standard value. Due to wear of the angle wire, bending angle in up direction does not meet the standard value. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility requested a repair for the evis lucera elite colonovideoscope due to poor air/water supply and intake. The facility did not confirm when the event was found but there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be identified further. The nozzle was confirmed as not deformed, and no information could be obtained regarding reprocessing deviations. Therefore, a further cause of the suggested phenomenon could not be presumed. It is requested as a follow-up to this event for the user facility to conduct reprocessing of the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.